Event description:
Pt underwent a full revision surgery due to battery being at end-of-service. Explanted products were returned to manufacturer for product analysis. Analysis was completed on the generator and end-of-service allegation was confirmed. The generator had reached normal expected battery depletion. The pulse generator module is operating with designed limits. Analysis on lead was completed and three discontinuities on the negative coil was found. The surface of the broken coil wires at the discontinuity locations showed the pitting have occurred. Abraded insulation in the inner and outer tube was also noticed. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified on the returned lead portions. Further follow-up with implanting surgeon's office revealed that the pt was initially referred to the surgeon for end of service battery. However, high lead impedance was noticed in the or before the generator and leads were replaced. Fibrosis was found on the nerve area. No pt manipulation or trauma was reported. No x-rays were taken.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.